Event description:
Healthcare professional (hcp) reports one incident of patient reaction with the psn 210 dialyzer. Pt complained of fever and chills towards the end of treatment. No additional information was provided.